Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. No impact to the customer's blood glucose for the reported issue. Customer reverted to manual injections for alternate insulin therapy.